Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead segment was performed. The returned portion was severed 21 cm from the is-1 terminal pin. Electrical resistance testing of the conductor paths showed the lead portion to be in specification. The reported clinical observation was unable to be confirmed through analysis testing.

Event description:
Boston scientific received information that during a device changeout procedure this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The device was not replaced as the physician determined the patient no longer required ICD therapy. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No portions of the lead have been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.